Manufacturer narrative:
A replacement glidescope go monitor was sent to the customer and the reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the reported video monitor but was unable to confirm the reported image issue. When connecting the reported video monitor to known, good, test verathon equipment, the image produced on the video monitor was normal. The verathon technical service representative performed a visual inspection on the glidescope go monitor and confirmed it passed their visual inspection, no damage was found. The camera image quality test was also performed and passed for the reported glidescope go monitor. Upon completion of the evaluation the reported glidescope go monitor was scrapped due to having already been replaced prior to its return back to verathon for evaluation. At this time no further investigation is required. Verathon will continue to monitor for any ongoing trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during an emergent intubation of a patient using a glidescope go monitor, the screen split showing the same image on the top and bottom and had lines running up the screen. The intubation was completed using a backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.